Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient couldn't connect to the device and that they couldn't increase stimulation. The caller received two error messages, one with a circle, the other with a warning screen. Caller stated they would call back when the patient was awake. The caller called back and an elective replacement indicator (eri) indicator was shown. The caller's back was hurting more than usual. The patient was unable to turn stimulation because of the eri message. There was an allegation about longevity of the device. The patient requested doctor listings. Patient services also explained how to bypass eri message and patient was able to increase stimulation. The caller reported that the patient stated once stimulation was increased their pain felt better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient's battery was dead and it was starting to aggravate the patient really badly. They were off of pain medication and they felt better except for their back. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.